Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient¿s battery was not providing power. No internal wires were exposed and the event was not associated with any controller alarms or with a pump stop. The patient was reported to have been asymptomatic during this event. The site further reported that they tried to use the battery on the controller¿s other port with the same result. The battery was removed from service and will be replaced. The site indicated that the battery will be returned to the manufacturer. No further information has been provided.

Manufacturer narrative:
Product event summary: the battery was returned for evaluation. Failure analysis of the returned device revealed that the device passed visual examination. Functional testing revealed that the battery was unable to communicate and drive a test controller. No power output was noted at the connector pins. Supplemental testing revealed an intermittent connection within one of the wires of the battery cable's strain relief. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to wear on the strain relief, which likely contributed to the fraying or breaking of the cable wire. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient¿s battery was not providing power. No internal wires were exposed and the event was not associated with any controller alarms or with a pump stop. The patient was reported to have been asymptomatic during this event. The site further reported that they tried to use the battery on the controller¿s other port with the same result. The battery was removed from service and will be replaced. No patient complications have been reported as a result of this event.